Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20073034. Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: patient called stating the IV had come off. IV tubing had come apart beneath the y-site closest to the drip chamber and back-check valve. Who was affected?-patient. Frequency of problem: first time. Number of devices: 1.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20073034. Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: patient called stating the IV had come off. IV tubing had come apart beneath the y-site closest to the drip chamber and back-check valve. Who was affected? Patient. Frequency of problem: first time. Number of devices: 1.

Manufacturer narrative:
Investigation summary: the customer reported the tubing had come apart at the 1st y-site from the drip chamber, and returned the affected sample. The failure location was clearly marked with orange plastic on either side of the affected y-site. The sample did not initially leak, and was not separated. After excessive force was applied the tubing became loose, and leaked blue dye fluid when primed. After further force was applied, the tubing separated completely and was analyzed under the microscope. This found stress from detachment from the y-site, showing that there was sufficient solvent holding the tubing together. Since no initial failure was found, the complaint cannot be verified. A device history record review for model 2420-0500 lot number 20073034 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a failure, there is no root cause. The only reason tubing separated was because of excessive force applied, and the connection had a sufficient seal before destructive testing.